Event description:
It was reported that during a gastrectomy procedure, the line stapler did not form completely. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded. Additional information was requested, but to date, no more information has been received.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.